Manufacturer narrative:
Sections d3 email and g1 mfg site email were updated. The field service representative (fsr) inspected the instrument, performed trouble shooting, reviewed the instrument log data and observed the pressure monitoring data indicated possible sample integrity issues. The alinity pipettor probes was cleaned and adjusted which resolved the issue. An instrument service history review for (B)(6) revealed no additional tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the alinity I processing module did not identify any similar issues with regards to the customer reported event. Additionally, review of complaint and trending data associated with the alinity pipettor probes did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances or potential non-conformances associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I processing module, serial number (B)(6), or the alinity pipettor probes was identified.

Event description:
The customer observed a false reactive alinity I syphilis tp result generated by the alinity I processing module for a 45-year-old male patient. The sample was repeated, and a nonreactive result was obtained. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): sid (B)(6): initial alinity I syphilis tp result = 1.36 s/co (reactive) repeat result = 0.2 s/co (nonreactive) no impact to patient management was reported.

Event description:
The customer observed a false reactive alinity I syphilis tp result generated by the alinity I processing module for a 45-year-old male patient. The sample was repeated, and a nonreactive result was obtained. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): sid (B)(6): initial alinity I syphilis tp result = 1.36 s/co (reactive) repeat result = 0.2 s/co (nonreactive) no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.